Event description:
A customer reported observing a lab report that listed the same glucose result for all analytes tested in two qc fluids. The printed report did not match the results displayed on the analyzer. Misreported results may result in inappropriate physician action. There was no report of pt harm as a result of this event.